Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 54%, donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr, customer meter with customer strips: 2.6 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Upon analysis of the meter memory, only the result of 5.2 inr alleged by the customer was observed.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At approximately 6:30 pm, the result from the customer's meter was 4.2 inr. At approximately 10:30 pm, the result from a laboratory using dade innovin reagent was 3.0 inr. On (B)(6) 2018, the result at 9:30 am from his doctor's office meter was 4.2 inr. The customer believed the meter was a roche meter, but was not certain. The result from the customer's meter was 5.2 inr. A sample was drawn for a laboratory test and the result using dade innovin reagent was 3.8 inr. There was no allegation of an adverse event and the customer's current condition was "good". The customer "skipped a day or two of jantoven and added more vegetables". The customer was not anemic or polycythemic. The customer had no heparin therapy, no direct thrombin inhibitors, no antiphospholipid antibodies, and no lupus. The customer had no changes to their dosage, no diet changes, no new medicines, no new illnesses, and no bleeding or bruising. The therapeutic range was 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.